Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that the insulin pump was periodically not responding to button presses. The customer was attempting to deliver a bolus when the numbers just kept running. The customer's blood glucose was 136 mg/dl. Troubleshooting was done. The customer stated that her insulin pump was dropped often. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.